Event description:
It was reported that the patient had discomfort at the ipg site. Surgical intervention was undertaken on (B)(6) 2023 and the ipg was repositioned from the right buttock to the right lower back.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.